Event description:
It was confirmed that the patient only had a generator pocket revision in (B)(6) 2014. A new generator was not implanted.

Event description:
The patient reported that since implant, she has lost over 100 pounds and now feels that her generator has moved and is pinching her. She stated that this was painful and could not pinpoint the exact location, but it was in the chest area. The patient had noticed if the pain was with stimulation or not, but said that it was not constant. It occurrs every so often. Follow up with the physician found that the patient was scheduled for a replacement and/or repositioning surgery for the migration of the device. It was not clarified if this was to preclude a serious injury. No other information was provided.

Event description:
It was reported that the patient underwent a revision surgery. Eos was no; therefore the generator was not replaced and was only repositioned. Device diagnostics were within normal limits and the patient left the surgery with the device programmed to the same settings as pre-op.

Event description:
It was reported that the patient has been experiencing a ¿pinching/stinging¿ feeling near her neck and shoulder area occasionally since generator pocket revision. The patient mentioned that she mentioned it to the surgeon during her post operative appointment and the surgeon indicated that it should heal. The patient reported that the feeling is occurring more frequently and she is concerned. The patient is attempting to be seen by the surgeon; however, the surgeon has relocated states. No additional relevant information has been received to date.

Manufacturer narrative:
Manufacturer report #, corrected data: follow-up report #3 inadvertently listed wrong manufacturer report # 1644487-2014-02467; correct manufacturer report # is 1644487-2014-00057.

Event description:
Patient continues to experience a ¿pinching/stinging¿ feeling near her neck and shoulder area occasionally since generator pocket revision. She thinks that her device has migrated and is causing pain. It was reported that the patient was in the emergency room over the weekend of (B)(6) 2014. The patient was seen by the physician but unable to do anything. Additional information has been requested from the physician but no further information has been received to date.

Event description:
It was reported that the patient's generator has not migrated again. The patient was recommended to see a plastic surgeon for a breast lift to see if this helps with her discomfort.